Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 446 mg/dl. The customer treated with the manual injection. Based on customer report customer did allege insulin pump was under delivering. Customer was insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and the displacement accuracy test. Possible under delivery anomaly not confirmed. Pump error 63 alarmed during self test and confirmed in device history with variable due to broken trace at keypad assembly.